Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
User called into emergency support program line to request support with intra-aortic balloon (iab) having blood in the pressure tubing attached to the inner lumen after turning a patient. Esp personnel reviewed pictures that confirmed the blood was in the inner lumen and not helium tubing. User stated the pressure bag attached to the inner lumen was not on the normal transducer pressure tubing. User was unable to aspirate the inner lumen. Esp personnel explained that the inner lumen was clotted so it needed to be capped, and the tubing connected to the inner lumen needed to be disconnected and discarded. Esp personnel also explained the inner lumen needed to be labeled do not use due to risk for thrombus. The fiber optic was working appropriately. Troubleshooting identified the nature of the alleged issue and reviewed that the catheter was functioning appropriately given the clotted inner lumen. The alleged issue was not related to a device malfunction, rather user error due to improper line maintenance and non-transducer tubing attached to the pressure tubing. No patient harm or injury was noted.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. User called into emergency support program line to request support with intra-aortic balloon (iab) having blood in the pressure tubing attached to the inner lumen after turning a patient. Esp personnel reviewed pictures that confirmed the blood was in the inner lumen and not helium tubing. User stated the pressure bag attached to the inner lumen was not on the normal transducer pressure tubing. User was unable to aspirate the inner lumen. Esp personnel explained that the inner lumen was clotted so it needed to be capped, and the tubing connected to the inner lumen needed to be disconnected and discarded. Esp personnel also explained the inner lumen needed to be labeled do not use due to risk for thrombus. The fiber optic was working appropriately. Troubleshooting identified the nature of the alleged issue and reviewed that the catheter was functioning appropriately given the clotted inner lumen. The alleged issue was not related to a device malfunction, rather user error due to improper line maintenance and non-transducer tubing attached to the pressure tubing. No patient harm or injury was noted.

Event description:
User called into emergency support program line to request support with intra-aortic balloon (iab) having blood in the pressure tubing attached to the inner lumen after turning a patient. Esp personnel reviewed pictures that confirmed the blood was in the inner lumen and not helium tubing. User stated the pressure bag attached to the inner lumen was not on the normal transducer pressure tubing. User was unable to aspirate the inner lumen.